Event description:
It was reported by the patient's father that the battery of this implantable cardioverter defibrillator (ICD) depleted earlier than expected. The ICD will be replaced at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076-45 implantable pacing lead implanted (B)(6) 2009; 693558 implantable tachy lead implanted (B)(6) 2009.

Manufacturer narrative:
Additional information was received that the device was explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The evaluation conclusion code on this report has been corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.